Event description:
The patient underwent a procedure using a diamondvac 4.5mm 90 degree arthro wand. Reportedly when the surgeon took the wand out from the surgical site he found the epoxy ring which came off the tip of the wand. It is unknown if the ring remains in the patient. No additional information is available for this report.

Manufacturer narrative:
Patient information was requested. To date information has not been received. The device was reported as returning. To date the device has not been received. A follow up report will be submitted once the investigation has been completed.